Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, on the gallbladder, the clip was on the vessel and was not able to disengage from the cartridge, the clip was unable to form correctly. A new clip and handle was used to resolve the issue. The vessel was damaged. The clip was removed and the operation was finished with a suture tie.